Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction . H6: investigation findings - correction - removed incorrect code 3221 on initial MDR, replaced with correct code: 213.

Event description:
Subsequent to the initial MDR, a correction is required.